Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector of the device was broken. It was also noted that the two bottom bosses of the lower case of the device were broken, the hanger would not close all the way, an atrial output nut was missing, and the top knob was pulled away from the case and rotated with a wobble. Analysis also noted that both of the liquid crystal display (lcd) wires were pinched but not exposed. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output connectors of the external pulse generator were broken. The external pulse generator has been returned for repair and a requested test and calibration procedure. There was no patient involvement.